Event description:
It was reported less than four months after implant that the patient's left ventricular (lv) lead had high pacing thresholds and no capture. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.